Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2024 . Performance data was reviewed. The allegation was not confirmed. However, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9 device available for evaluation- correction d9: device returned to MFR - additional information d9: date device returned - additional information h2: type of follow up - additional information/ device evaluation/correction h3: device evaluated by mfg- additional information h6: additional information/correction-disregard 4115 on initial MDR.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was no pairing code. Performance data was reviewed. A wearable failure was not found within the investigation window. The allegation was not confirmed. However, an early sensor expiration was found in connection to the reported allegation. The probable cause could not be determined. No injury or medical intervention was reported.